Event description:
It was reported that on (B)(6) 2015, surgery was performed. L4-5 were fixed. After surgery, loosening has been confirmed in three locking caps. Revision surgery is planned on (B)(6) 2015.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the device was inspected and several scratches, and deformation after usage were observed on the four returned locking caps. No manufacturing defects were observed on the two returned rods. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the root cause of the customer reported event was determined to be either overtightening or under tightening the locking caps.

Event description:
It was reported that on (B)(6) 2015, surgery was performed. L4-5 were fixed. After surgery, loosening has been confirmed in three locking caps. Revision surgery is planned on (B)(6) 2015.